Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. Additional information has been requested from the field.

Manufacturer narrative:
Additional information: according to the currently available information, a damage to the active electrode appears likely. However to determine an exact root cause for the reported problem a device investigation at the explanted device is necessary. Due to the limited information available and the lack of a full telemetry history, a specific root cause for the reported problem remains unknown. This is a final report.

Event description:
Hearing performance with the device is affected. Additional information has been requested from the field.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
Hearing performance with the device is affected. The user has been re-implanted.